Event description:
Two months after pci involving four lesions, this pt died from natural causes. This pt presented to catheter with unstable angina (iib) and 3-vessel disease found. Pre-procedure medications included statins, beta blockers and anti-anginals. Intra-procedure medications included anti-anginals. Pre-procedure cardiac enzymes were not available. Pci was formed on a 50% de novo lesion in the proximal lad of 7.0mm in length in a 2.88mm diameter vessel with moderate tortuosity of the proximal segment. The (b2) eccentric lesion was charcterised with an irregular contour, moderate calcification and thrombus present. The lesion was not pre-dilated before deploying one 3.0x8mm cypher stent (lot# unk) at 20 atm with satisfying results. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post procedure.